Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone hydrochloride; paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pelvic pain ("pain") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the medical device removal, pelvic pain and weight decreased outcome was unknown. The reporter considered medical device removal, pelvic pain and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Event injury to herself replace new event pelvic pain. New events medical device removal, lost weight was added. Reporter, concomitant drug was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced pelvic pain ("pain") and was found to have weight decreased ("lost weight"). The patient was treated with surgery (to essure remove). Essure was removed. At the time of the report, the medical device removal, pelvic pain and weight decreased outcome was unknown. The reporter considered medical device removal, pelvic pain and weight decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.